Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip xtw was implanted. Second mitraclip xt was steered, and the air embolism occurred. Blood pressure was decreased to 30 mmhg. Upon inspection of the device, steerable guide catheter (sgc) column and clip delivery system (cds0 clip introducer was found to be filled with air. Vasopressors support and air removal was performed. Procedure was discontinued without implantation of second clip. Air entry was suspected to have occurred during the clip delivery system (cds) insertion. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.